Event description:
A female pt underwent aaa repair in 2002. The pt received another manufacturer's aaa devices. The pt's follow-up history is unk but thought to be none or limited. About one-two weeks before the intervention in 2009, the pt was presented with pain and traveled from out-of-state back to the implanting hospital. The pt was presented emergently on the same day, and was found to have a 14 cm contained rupture and a major proximal type I endoleak. The pt's aortic neck was severely calcified, angulated 80 degrees, and a reverse funnel shaped with a diameter of 29-34 mm over a length or 1.5-2 cm. The iliacs were moderately tortuous and moderately calcified. Due to the iliac tortuosity, one of the iliac extension grafts on the left side was kinked and dislodged, although there was no loss of seals. A type iii endoleak was present between the bifurcation and the aortic cuff. Another manufacturer's cuff was implanted between the original aortic cuff and bifurcation to attempt to resolve the type iii leak and possibly the type I leak, however, it was ineffective at resolving both endoleaks. It was then decided to implant a cook cuff in the exiting cuff used to intervene for the endoleaks and to convert to an aui by implanting a cook converter and implanting two iliac limbs of another manufacturer's (both on the same side) to support the kinked existing limb. The other manufacturer's limbs were successfully implanted. However, after an angiogram was done, there was still a persistent type I endoleak, so the physician implanted another proximal cuff (of another manufacturer's) and intentionally covered both renals to try to resolve the proximal type I endoleak (intending for the pt to be on dialysis, which he felt would have been better than not treating the rupture/leak). However, this cuff would not seal and was ineffective at resolving the type I endoleak, but the renals were still patent. It was then decided to perform an open surgical conversion, and all of the grafts, including from the initial implant in 2002, were implanted. A graft (of another manufacturer's) was sewn in. In 2009, the pt expired from severe blood loss; CPR was performed. An official cause of death has not been provided, but is likely ruptured aortic aneurysm.

Manufacturer narrative:
Eval: the zenith renu device and zenith ancillary components have completed requirements showing that each device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, sizing requirements. No rpn or lot number info was provided to assist in this investigation, making a review of our manufacturing difficult. The complaint correspondence indicates that anatomical factors most likely contributed to the persistent type 1 endoleak. The aortic neck was severely calcified and angulated 80 degrees. The aortic neck had an inverted funnel shape with a diameter of 29-34 mm over a length of 1.5-2 cm the renu device was used outside of the indicated use and was unable to resolve the endoleak. Without images of the initial repair and subsequent events, it is difficult to determine how the pt's anatomy may have changed between 2002 and 2009 event. The persistent endoleak could have resulted in the suspected rupture. The physician stated that the zenith devices deployed without issue. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.